Event description:
It was reported that the right ventricular lead exhibited high high voltage impedance. The lead was explanted and replaced. During the procedure, it was discovered that the right atrial lead had a proximal kink, however, was functioning normally. It was elected to explant and replace the lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of ¿the atrial lead while functioning normally had a proximal kink and was replaced as well¿ was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examinations noted the lead was kinked/ bent at the proximal region consistent with procedural damage. The cause of the reported event was consistent with procedural damage.